Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual inspection of the returned guide wire revealed kinks located at 36 cm, 52 cm and 62.5 cm from the proximal end. The guide wire presents scrape coating at 28 cm and 34.5 cm from the proximal end and peeled ptfe coating. All outer dimensions meet specifications. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors (B)(4).

Event description:
Same case as MDR ID - 2134265-2011-04585 reportable based on analysis completed on 02 december 2011. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, difficulty advancing the guide wire was encountered. The target location for the treatment was unknown. During the procedure, a choice floppy guide wire became stuck with a non-bsc 6 f guide catheter. The device was removed without incident. Another choice floppy guide wire was advanced, however, the physician stated that the wire was "hardly directed to the lesion." The procedure was completed with this device. No patient complications were reported and the patient's status is stable. However returned device analysis revealed the guide wire coating was peeling.